Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter stuck on guidewire. The target lesion is located in the femoral artery. During a percutaneous coronary intervention (pci), a impulse guide catheter was selected for use. However, the impulse fr4 guide catheter was stuck on an non bsc guidewire. The physician pulled both of those devices out. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Updated: device evaluated by MFR.?, eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the device was received for analysis. Devices analysis revealed the guidewire was stuck in the device. The guidewire was not sticking out of the distal end. The guidewire was sticking out of the proximal end 44 cm. From the hub. It was notice that the device showed a kink approximately 1 cm. From the tip. There was also a slight kink in the catheter shaft at 52 cm. From the tip. The guidewire would not exit the device. Further efforts were made to remove the guidewire from the device. The od measured .0785 which is in specification per the product specification. The inner diameter was checked at the tip by using a calibrated gage pin and measured .055 which also was in specification. It was noticed on the device approximately 1 cm. From the tip there was a slight bulge and the diameter was .091 which falls outside of the required specification. The guidewire could still not be removed. It was noticed approximately 1.2 cm. From the tip the guidewire looked to be prolapsed inside of the devices lumen. With the prolapse that was noticed this was the most likely reason of the guidewire being stuck in the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that the catheter stuck on guidewire. The target lesion is located in the femoral artery. During a percutaneous coronary intervention (pci), a impulse guide catheter was selected for use. However, the impulse fr4 guide catheter was stuck on an non bsc guidewire. The physician pulled both of those devices out. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.